Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that customer hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019 at 10am with blood glucose was 600 mg/dl. It was reported that the on (B)(6) 2019 customer woke up with blood glucose over 600 mg/dl and went to bed with bolus and had blood glucose of 199 mg/dl but when got up at 6am it was over 600 mg/dl. It was also reported that the customer also had blood glucose over 700 mg/dl. The customer treated their high blood glucose with manual injection and insulin drip and bolus. The customer declined troubleshooting for high blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia as well as diabetic ketoacidosis and went to the hospital. The customer blood glucose level was 700mg/dl at the time of incident and the current blood glucose level was 319mg/dl. Customer was not on insulin pump right, now on manual injection. Customer stated they did not feel ok to troubleshot. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer stated she was not at home and will call back to provide hospitalization details. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The supplemental report was submitted with the wrong date. That date has been corrected in this report. Also, the aware date was incorrect. The correct aware date is (B)(6) 2019.